Event description:
Reportedly, there were no staples present. The stapler was fired on lung and once fired, not even one staple was applied and lung remained open. Used another roticulator 30. No pt injury.